Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to the screen being stuck on the progress bar. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.